Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, few low, out of range pacing lead impedance measurements over the past year were observed. Overall, the impedance value was stable and within normal range. It was discussed that the low impedance isolate peaks can be a premature sign of insulation breach but there were no other electrical anomalies. Lead was capped and replaced on (B)(6) 2018. Patient was stable throughout.